Event description:
A health care professional reported that following an intraocular lens (iol) implant procedure, patient found that the vision was not as good as expected, only poor near vision. The lens had to be explanted and found a scratch on the lens. The lens was scratched when inserting into the cartridge in initial procedure. The lens was exchanged for another lens 01 month 18 days following the initial procedure. Additional information was received and stated, scratch was noticed during the follow-up examinations.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned in a self-seal pouch. Viscoelastic was observed on the lens. The lens had been cut into two pieces across the center. The pieces were returned adhered to each other. The lens was cleaned with klotho-related protein (klrp) for further evaluation. A scratch was observed on the anterior surface near the optic edge. The scratch was perpendicular to the travel path. This was a narrow scratch, which was similar to damage caused by forceps. Small scratches were also observed on the anterior surface at one gusset area. A chipped areas was also observed on the edge bedside the cut area. A qualified cartridge was indicated with a non-qualified viscoelastic. It is unknown if a qualified handpiece was used. The root cause for the reported scratch may be related to a failure to follow the instruction for use (IFU). A non-qualified viscoelastic was indicated. The observed scratch was on the anterior surface perpendicular to the travel path. This damage was similar to damage cause by loading forceps. The narrow scratch did not appear to be in the visual field. The IFU instructs: company foldable intra ocular lens (iols) are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Information was provided that the lens was implanted (B)(6) 2024. The patient complained only about their near vision. Upon review on 07-nov-2024 the scratch was observed. The company lens (1.50cyl), 22.5 diopter lens was exchanged for a company (1.50cyl), 23.0 diopter lens. The exchange for the same model lens with a change in diopter would indicate the company, 23.0 diopter was an improved selection for the patient¿s near vision. The reporter did not wish to be contacted further. The manufacturer internal reference number is: (B)(4).